Event description:
It was reported that during an arthroscopic procedure on the shoulder, the doctor noticed that the tip of the unit was missing. It was further reported that the procedure was delayed approximately 30 minutes so that an x-ray could be used to locate the broken tip. The broken tip was located and was removed from the pt. It was further reported that another unit was used to finish the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.